Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing and displayed a service code 204. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13, q17, q10, q8, q7, and q6 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a monitor that was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.